Manufacturer narrative:
The field service engineer (fse) was dispatched to address the reported event. The fse verified the reported errors via the instrument log. The fse replaced the sorter tip nozzle compression spring and loosened the cable from the sorb board to the sorter board due to it pulling the connector at the sorb board. Fse then replaced the tip racks with preloaded racks, preformed sorter tip alignments, and macro get corner tips on all 6 tip boxes without any errors. Customer ran patients to verify operations. Twenty four hour results were reported without any issues. Customer called after fse left the site indicating that they receiving tip errors on the instrument again. The instrument will be deinstalled. A complaint history review and service history review for similar complaints was performed for serial (B)(4) from the 21st of may 2017 through awareness date on (B)(6) 2018. There were no similar complaints identified during the searched period. The aia-2000 operator's manual under a4, appendix 4: error messages, states the following: [4031] sorter x-axis home detection failure cause: the home sensor failed to activate after the sorter x-axis moved toward the home position. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. [4063] sorter tip pickup z-axis home overrun. Cause: the home sensor activated improperly following movement of the z-axis sorter tip pickup. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. [2207] no tip acquired by sorter cause: no tip was detected during the tip attachment check. If retry fails, measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported issue was unresolved. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
The customer reported receiving error errors 4031 sorter x-axis home detection failure, 4063 sorter tip pickup z-axis home overrun, and 2207 no tip acquired by sorter on their aia-2000 instrument. Field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of ipth patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
One sorter tip nozzle compression spring was returned for evaluation to the tosoh instrument service center (isc) with no shipping damage. Functional testing of the sorter tip nozzle compression spring passed. The reported event could not be duplicated. The most probable cause of the reported event remains unknown. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption numbere: 2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Additional information: event: congenital anomaly/birth defect was marked in error in the original MDR submission; this was a product problem with no adverse event.

Manufacturer narrative:
Corrected data: the report submitted to the agency on 08-jul-2019 had the incorrect date listed under date received by manufacturer. The correct date should have been 26-mar-2019 instead of 08-jul-2019. This report corrects this error. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.